Event description:
Customer reported the candlestick connectors show signs of arcing, the x-ray tube and high voltage cable need to be replaced. No pt injury was reported.

Manufacturer narrative:
Customer cancelled service. This MDR is related to ge healthcare complaint number.